Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra fine¿ pen needle the cannula was poking out of the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that cannula through shield.

Manufacturer narrative:
H.6. Investigation summary 1. Lot#8123364 DHR was reviewed and no qn found. 2. Lot#8123364 manufacture records were reviewed, no abnormal was found. 3. Visual inspection of needle through shield and needle bent testing was conducted on 14pcs retention samples, the result meet specification requirement. 4. Pen needle product has 100% needle through shield inspection by vision inspection system, and defect part will rejected by point vision system station automatically. 5. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. 6. Base on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that before use of the bd ultra fine¿ pen needle the cannula was poking out of the shield. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that cannula through shield.